Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1500mg/dl. The husband believes that the customer had a virus, which triggered to elevate her glucose level. The caller stated that he has the insulin pump with him, but he does not have supplies to test. Advised the caller to call back to complete the troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.